Event description:
Caridian collection bag containing hematopoietic progenitor cell apheresis autologous stem cells were received in the bmt/stem cell laboratory. Processing of this unit was initiated. Upon transfer of the stem cells from the collection bag to a separate transfer pack for further processing, the bulb associated with the sample site detached and separated from the caridian collection bag as the technologist manipulated the bulb to drain the product into the transfer pack.